Event description:
It was reported the programmer will not interrogate without manipulation of the connection of the programmer head. Programmer head was changed multiple times. When trying to perform a device check, need to push down on connector to keep connection with device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer will only interrogate with a rf (radio frequency) head if downward pressure is applied to rf connector. Solder joints of the rf head connector found cracked. It was noted the stylus is missing.